Event description:
Patient presented to the ER physician with cellulitis at the chest incision site. ER physician prescribed antibiotics. Patient returned to their inspire physician for a follow-up appointment without improvement. Physician brought the patient into the or, examined the area, and suspected the infection originated from the sense lead location. Physician removed the entire inspire system, performed a washout procedure of both incision sites, and closed.